Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
Report rec'd from an itnernational affiliate of a delivery issue. The customer reported that the "pump delivered the secondary dose at the primary rate." There were no reported adverse pt effects. Though requested, no additional info was provided.